Event description:
Lead management case to extract one non-functional cardiac lead. The physician was using a 16f glidelight laser sheath. During use the blood pressure dropped. A sternotomy was performed revealing a 3cm tear in the svc; it was also noted that the cardiac lead was attached to the lateral wall of the svc. The patient survived the intervention.